Manufacturer narrative:
The device sample was returned for evaluation, however, the results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: the balloon of the foley would not deflate and had to be surgery deflated and removed. The patient did not undergo general anesthesia for removal of the foley catheter and is in fine condition as reported by the customer.